Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connectors and they were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both output connectors on the external pulse generator were damaged. The generator was returned for service. No patient complications have been reported as a result of this event.